Manufacturer narrative:
(B)(4). Event is currently under investigation.

Event description:
Information was provided that a biliary tract stone extraction procedure was being performed on the female patient. It was stated that the basket wire detached during the procedure. This was replaced with a new device. Additional information/clarification requested regarding patient age. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4) investigation - evaluation: a review of complaint history, quality control and visual inspection of the returned device was conducted during the investigation. The device history record was reviewed and no non-conformances were noted. The product was returned for investigation and it was observed that the basket formation with cannula had separated from the rest of the device. Additionally, one of the basket wires was pulled from the cannula. A section of the sheathing was separated at the distal end of the device. A kink was observed 1.7cm from the connector cap on the handle. Based on the review of the returned product, it appears that no part of the device remained in the patient. A complaint history review showed this complaint to be the only one associated with the complaint lot number. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A definitive root cause of this event could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.